Event description:
The dealer states the spring button on the right arm will not hold the arm tube in place. They have tried to get the spring button out of the tube, but are unable to remove the front plug button to get at it.